Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy surgery, while the device was being used to cut lung, the surgeon was able to press the green button but the stapler did not fire and the surgeon was unable to squeeze the handle. The hospital collected pre-fired reload throughout certain period and reported it to the company at once. It was not possible to identify which reload was used to whom and when with what type of handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy surgery, while the device was being used to cut lung, the surgeon was able to press the green button but the stapler did not fire and the surgeon was unable to squeeze the handle. The hospital collected pre-fired reload throughout certain period and reported it to the company at once. It was not possible to identify which reload was used to whom and when with what type of handle. They used another device to resolve the issue and complete the case. No patient injury.